Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent embolization occurred. The patient's anatomy was mildly tortuous. The lesion was located in the proximal circumflex (cx). The vessel size was 2.50-2.75mm in diameter, mild to moderately calcified and 70-80% stenosed. The right femoral artery (rfa) was accessed using a 6 french sheath. The physician pre-dilated the area with a maverick2 2.50 x 15.0mm balloon. A taxus express2 2.50 x 20.0mm drug eluting stent (des) was advanced but, the physician was unable to make the bend from the left main to the cx and did not cross the lesion. He pulled the entire stent delivery system (sds). A 6 french xb 3.5 guide catheter with a luge wire was inserted and a vision 3.00 x 18.0mm bare metal stent was placed in the proximal cx. Next, the physician attempted to advance a taxus express2 3.00 x 20.0mm des but again was unable to make the bend from the proximal cx and again could not cross the lesion. The entire sds was removed. The physician then attempted to advance a taxus express2 2.75 x 32.0mm des but was unable to cross the lesion. Upon withdrawal of the sds the physician experienced some resistance and then the stent dislodged into the ascending aorta. The physician was able to snare the device and successfully remove it from the aorta. The procedure was successfully completed with another of the same device. The patient tolerated the procedure well and left in stable condition.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.